Event description:
It was reported that the console alignment is off and there is a burning smell at first use after repair. There was no patient involvement.

Manufacturer narrative:
The console was evaluated by a field service engineer (fse) at the customer site. During functional evaluation of the console, there was found misalignment on newly fitted articulated arm. Due to this, the original articulated arm was refitted. Therefore, the reported allegation was confirmed leading to the reported event. After the field service engineer performed the alignment, the issue was resolved, and the unit was within specification. As a result, the console was functioning as intended. The malfunction found could have affected the device performance leading to the event experienced by the customer. Regarding the allegation of burning smell, it was not confirmed during the service.

Event description:
It was reported that the console alignment is off and there is a burning smell at first use after repair. There was no patient involvement.

Event description:
It was reported that the console alignment is off and there is a burning smell at first use after repair. There was no patient involvement.

Manufacturer narrative:
Correction to field g1: MFR site facility name. Correction to field d1: brand name. Correction to field d4: model number. Correction to field d4: catalog number.